Manufacturer narrative:
The fse reloaded the software and reformatted the external data card. The device is returned to full functionality.

Event description:
It was reported that the defibrillator keeps restarting when running operational check. There was no patient involvement.